Event description:
Reporting status: serious /medical intervention. Reporting rationale: difficult to remove/dissection requiring medical intervention. Device issue: difficult to remove. It was reported that the asahi guide wire crossed the lesion in the mid rca that was chronically and totally occluded, but did not go to the distal part of the vessel. Another company's balloon was used successfully, which enabled the crossing of several balloons to dilate the artery and the lesion. Another company's guide wire was used parallel to the asahi to hopefully exchange the guide wires and get the other company's guide wire further distally. Once the other company's guide wire had gone more distal to the asahi guide wire, it was attempted to pull the asahi back; however, it seemed to be stuck in a small branch/sub intimal/or stuck in calcium. During pull back, it was noticed that the asahi guide wire had unraveled or split at the distal tip, but was not completely separated. A balloon catheter was then advanced over the asahi guide wire until it covered the wire which then enabled both to be pulled out. A dissection was seen at this stage. The procedure continued and three stents were successfully deployed. No additional event or pt info is available. The device is mfg by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.